Event description:
The consumer's parents called to report the incident. The parent states consumer was on their way to work traveling down a bike path. The electronics allegedly "froze up" and the chair went off the path and fell sideways with the consumer strapped in the chair. This allegedly resulted in bruised ribs, liver, spleen, and a skinned elbow. The user was taken to the emergency room but was released. Several days later the consumer had to return to the hospital due to pain.